Manufacturer narrative:
Continuation of d10: product ID 97755-s lot # serial # (B)(6); product type recharger product ID 97745nt lot# serial # (B)(6); product type programmer, patient product ID 97745bp lot# serial #(B)(6); product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) said that last night the controller turned off when charging implantable neurostimulator (ins) so they took the battery pack (bp) out and then the bp came apart. They also said the recharger (rtm) was heating up when charging. Pt said they have had equipment replaced in the past and was upset that the equipment has failed again. Pt kept saying that the battery door was broken, but kept reading information off the bp, and appears to be confusing the bp with the controller battery door. A request was sent to the repair department to replace the bp and rtm.

Manufacturer narrative:
H3: analysis of recharger. Model # 97755-s; s/n: (B)(6); reveled : batteries low replace controller batteries soon message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6 : fdc code and d9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product type product ID 97755-s lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating the paddle is beginning to get warm when they use it and, in the past, 'that's been a heads up that it is ready to fail' and they need a replacement. Patient stated the rectangular piece attached to the paddle is also quite getting warm compared to the paddle. Agent sent a request to replace the recharger.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned that they received the recharger and controller and didn't receive any battery pack. Patient mentioned previously documented information about the battery pack. Patient mentioned that they will have to go another day in pain since we were not able to send the requested device. Agent sent a request to repair to replace the battery pack. Patient mentioned that they wanted someone to talk to file a complaint. Agent reviewed with patient and was about to provide for an email address however, they wanted someone they can meet. Agent redirected patient to manufacturing representative. Patient called back in stating they received all the replacement for their equipment but there was no lithium battery pack. The patient confirmed they received a dummy controller but there was no lithium battery pack inside. Agent sent a request to repair to replace the lithium battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Serial# (B)(6): product type recharger product ID 97745nt. Serial# (B)(6): product type programmer, patient product ID 97745bp. Serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s], s/n (B)(6), revealed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.